Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ostomy reversal procedure while dissecting the tissue, the plastic on the shaft of the laparoscopic scissors and graspers were cut/scored while in the trocar. In order to resolve the issue, the surgeon used a different scissor and grasper to finish the case. There was no patient injury.